Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required. Block h11: the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual examination of the returned device identified that the inner sheath was kinked, and the nosecone was missing. Additionally, the copper wire was detached. Media analysis on a photograph provided by the complainant shows the stent not fully expanded. Product analysis confirmed the reported event of stent first flange failure to expand based on media analysis. Stent expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The investigation concluded that the additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). A review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the pancreatic cyst was measured and determined to be sufficiently large for axios stent deployment. After burning into the cyst, the first flange of the stent failed to open properly following full deployment. The stent was removed due to its failure to expand. As fluid began to drain into the peritoneum, the cyst was immediately drained using a fine needle aspiration (fna) needle. The axios stent was set aside and remained unexpanded even after the procedure was completed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on september 24, 2025. It was reported that the stent was removed using forceps. As mentioned, the procedure was completed by draining the cyst via fna needle and syringe as an alternate device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the pancreatic cyst was measured and determined to be sufficiently large for axios stent deployment. After burning into the cyst, the first flange of the stent failed to open properly following full deployment. The stent was removed due to its failure to expand. As fluid began to drain into the peritoneum, the cyst was immediately drained using a fine needle aspiration (fna) needle. The axios stent was set aside and remained unexpanded even after the procedure was completed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on september 24, 2025 it was reported that the stent was removed using forceps. As mentioned, the procedure was completed by draining the cyst via fna needle and syringe as an alternate device.

Manufacturer narrative:
Block b5 has been updated with additional information received on september 24, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the pancreatic cyst was measured and determined to be sufficiently large for axios stent deployment. After burning into the cyst, the first flange of the stent failed to open properly following full deployment. The stent was removed due to its failure to expand. As fluid began to drain into the peritoneum, the cyst was immediately drained using a fine needle aspiration (fna) needle. The axios stent was set aside and remained unexpanded even after the procedure was completed. Another axios stent was used to complete the procedure there were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required. Block h11: the electrocautery enhanced delivery system was returned for analysis, the axios stent was not. Visual examination of the returned device identified that the inner sheath was kinked, and the nosecone was missing. Additionally, the copper wire was detached. Media analysis on a photograph provided by the complainant shows the stent not fully expanded. Product analysis confirmed the reported event of stent first flange failure to expand based on media analysis. Stent expansion rates can be negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The investigation concluded that the additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). A review and analysis of all available information indicated the most probable cause is cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the pancreatic cyst was assessed and determined to be sufficiently large for axios stent deployment. After cautery access into the cyst, the first flange of the stent failed to open properly despite full deployment. The stent was removed using forceps as it failed to expand. As fluid began to drain into the peritoneum, the cyst was immediately drained using a fine needle aspiration (fna) needle and syringe. The axios stent remained unexpanded after removal, and the procedure was completed using an alternate device. No patient complications were reported as a result of this event.